Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was not available to stryker for evaluation. There were no remedial actions taken. The devices are not labeled for single-use. Device not received for evaluation.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device reportedly ran without user activation. 1 reported event had no patient involvement; no patient impact.